Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose was 287 mg/dl. The customer reported the device was exposed to salt water. The customer reported she got into the water with pump on. Customer stated the pump is vibrating without an alarm or alert. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.